Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that for call was caller reported pt stopped using their therapy about 5 years ago caller was unsure of timeframe because pt felt that their therapy was not effective since they were implanted with the device. The patient reported that the ins was replaced in 2018 due to normal battery depletion. 2022-05-25 (B)(4) update(con): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.